Event description:
A report was received that the pt was experiencing loss of stimulation and a burning sensation in his back. During the lead revision procedure, the physician used monopolar electrocautery, and therefore elected to explant the ipg and leads. The physician implant manual warns against using monopolar electrocautery. A new ipg and paddle lead were implanted, and the pt was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.